Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). The patient's father stated that on (B)(6) 2021, the patient started experiencing high blood glucose (bg) levels and was vomiting. The bg levels were consistently over 400 mg/dl. Patent's father stated that they brought the patient to the urgent care and they were then directed to take the patient to the emergency room (ER). The father stated that once they got to the ER, they called an ambulance to have the patient transported to the national children's hospital for admission and further evaluation. The father stated that once they got to the hospital, the staff removed the pod and found the cannula was bent at a 90 degree angle. The patient was treated with intravenous therapy with insulin and fluids. The patient was also given anti-nausea medication. The patient was admitted for 24 hours.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be bent. During the investigation, the bend did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any signs of struggle during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. No other damages or defects were found with the device.